Manufacturer narrative:
Device passed the displacement test, self test, sleep current measurement and active current measurement. Power loss alarm and power error 25 confirmed in the long trace. Power loss alarm occurred after the pump error 25 was cleared. Detail trace analysis confirmed the device alarmed pump error 25 was triggered when backup battery loaded voltage was less than for consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board. Device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump shutting off for some time. The customer¿s blood glucose level was unknown. The customer did not receive a low battery alert prior to the low battery alert. The customer reported that the battery was previously used. The customer advised that the insulin pump will be replaced and may continue to wear the pump until replacement arrives. The insulin pump will be returned for analysis.